Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer delivered static shocks. Additional information indicated that it was the health care professional (hcp) who received shocks and mentioned of receiving less shock when using rubber gloves. The programmer remains in service. There was no patient involvement reported.

Event description:
Boston scientific received information that this programmer delivered static shocks which was minor before but was getting worse which ended up seeing an arc. Additional information indicated that it was the health care professional (hcp) who received shocks and mentioned of receiving less shock when using rubber gloves. The programmer remains in service. There was no patient involvement reported.